Event description:
It was reported that the patient could feel the device vibrating periodically. The physician determined that the issue was due to the right ventricular (rv) lead as the ¿wires were bare¿. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Kdr701 implantable pulse generator (ipg), (B)(6) 2000. A 4524-45 implantable pacing lead, (B)(6) 200. (B)(4).